Event description:
The manufacturer received information alleging a user of a remstar pro c-flex+ device was diagnosed with throat cancer due to the device. The patient reports they went to a routine appointment and the throat cancer was discovered then removed. The patient reports they must be monitored yearly as a result. The patient believes this occurred maybe three years ago but does not know the date. The patient states they clean the device by using dawn and an internal round brush once a week. The patient's settings were c-flex at 3, ramp time at 2.0, and ramp at 4. The patient is requesting a replacement device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.